Manufacturer narrative:
The case description states that the controller gave the user 15u at 6:46 pm on the date occurrence. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit logs confirm delivery of a 15u bolus delivered on the date of occurrence and show that the use cgm button and confirm bolus buttons were pressed in order to deliver the bolus. The engineering logs confirm that the controller was interacted with to enter the bolus calculator screen, no carbs were entered, and the use cgm option was used to load a bg value of 281 mg/dl for which the controller gave a suggestion of 0u based on these inputs and the user's current iob. It was also seen that there was 15u of user bolus adjustment volume in addition to the 0u suggestion by the controller brining the total bolus volume to 15u. A user adjusted bolus is created when the user taps the total bolus box to change the bolus amount. The controller then went through the two-step confirmation in order to start and deliver the bolus. The logs show that this bolus was within the user's max bolus setting at the time (figure 6) and that this bolus was not canceled at any time. No evidence of an uncommanded bolus was seen in the log files.

Event description:
Customer reports calling 911 regarding an unexpected bolus she received and the 911 operative called an ambulance to take the customer to the hospital . However while there there was no treatment provided, they only performed bg level tests to monitor the situation. As the levels never went below 100 mg/dl after some hours they were told to go home.